Event description:
Medtronic (covidien) received the following case report from literature review: the patient was diagnosed with dissecting fusiform aneurysm of the right v4 segment of the vertebral artery (va). It was measured to be 13 mm long with a maximum diameter of 6 mm. Based on the measurements, a pipeline embolization device (ped) covering the aneurysm without reaching into the basilar artery (ba) was deployed uneventfully. However, during the first injection of contrast agent via the delivery catheter to control the post-interventional result the stent migrated into the basilar tip and was afterwards observed floating freely within the pulsatile blood flow. In order to recover the lost ped a 0.014"&#65533;microwire was advanced through the lost stent and another larger ped was partially opened within the first stent. The second ped was completely opened which resulted in stable fixation of both stents. As the aneurysm inflow was not sufficiently reduced in another control injection, two more peds were implanted overlapping. Postprocedural angiograms indicated reduced aneurysm inflow and prolonged deposition of contrast agent between the aneurysm wall and the stent (the so-called latte macchiato sign). In the last follow-up 10 months later the patient was well and MRI demonstrated successful vessel reconstruction without any aneurysm inflow. The author explained that despite correct measurements of the vessel diameter in different projections the device dislocated into the tip of the ba where it floated in the pulsatile blood flow. The putative reason for this complication was the vessel dilating effect of the nimotop solution which was used to flush the delivery catheter. Whereas the measurements were performed on the images taken at the beginning of the angiography, nimotop most probably induced vessel dilation during the further course of the intervention, subsequently resulting in a relative decrease in size of the stent. Therefore the vasodilating effect should be considered when using nimotop. Citation: h.u. Kerl, m. Al-zghloul, c. Groden, et al. Endovascular repositioning of a pipeline embolization device dislocated from the vertebral into the basilar artery using a stent-in-stent technique. Practical and technical considerations clin neuroradiol, 22 (2012), pp. 47-54.

Manufacturer narrative:
Article website: http://link.springer.com/article/10.1007%2fs00062-011-0128-8. Off label use in the USA: the pipeline embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. In this foreign literature the ped was used to treat a vertebral artery aneurysm. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined.